Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep reported all electrode combinations with case shows a short circuit, however, with all the other bipole pairs are normal. It was stated that the patient is getting motor response. It was reviewed that it was okay to proceed to use the system. No further complications were reported.